Event description:
A medrad syringe was pulled from service due to defect on the plunger, noted by the CT technologist. Further observation of the syringe suggested that the foreign particle looked like a "hair", within the medrad syringe. This syringe is supplied separately in a sterile package. Material could be hair or possibly finely separated rubber material from the black plunger of the syringe. This incident was similar to others which happened in our facility a few months earlier. This device was sent to medrad for further analysis.